Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial began on (B)(6) 2025. It was reported that the lead migrated, lead moved or wire moved. The patient was experiencing loss of stimulation. The issue was resolved. Patient reported that the device on their back was disconnected last night when they had an urgency to urinate, but their child managed to connect it back and made sure that the therapy was working so they checked their programmer it was back at 0.0 so we put it back again at 0.8.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; implant date (B)(6) 2025; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.